Event description:
Procedure: transplant. According to the reporter: there was an issue with the stapler. The patient had to return to the operating room because the patient lost two liters of blood. The bleeding occurred after the surgery from the staple line. The artery had to be over sewn when the patient returned to surgery. The tissue in question was around the spleen and pancrease. The vessel that leaked was an artery approximately 1.00 to 1.5mm in size. The patient condition was reported as fine.

Manufacturer narrative:
(B)(4).